Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about blood result reading "lo." Customer normally runs between 130-140 mg/dl. Back to back blood tests performed at the time of the call resulted in 106 mg/dl and 103 mg/dl. Last 5 results in memory were "lo," "lo," 124 mg/dl, 31 mg/dl, 115 mg/dl. No adverse event reported.